Manufacturer narrative:
Unit passed self test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that they beep anomaly. The customer's blood glucose was 7.2 mmol/l at the time of incident. Customer reports they are having trouble hearing the beeps. Customer agreed to increase the audio volume. The device was expected to be returned for analysis.